Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to faulty video cable connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found that there was no image when shaking the defective circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had the image flickering when connected to a rhinolaryngoscope, with the interface loose but the image is clear when connected to another model of rhinolaryngoscope. The issue was found during preparation for use for a diagnostic laryngoscopy, with the procedure being completed with another similar device with no delay. There were no reports of patient harm.